Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the valve was fully deployed at an implant depth of 4 millimeters (mm) on the non-coronary cusp (ncc) and 4 millimeters (mm) on the left coronary cusp (lcc). Following deployment, the valve dislodged above the annulus. After the valve dislodged, the implant depth on the non-coronary cusp (ncc) was 2 centimeters (cm) above the annulus and the implant depth on the left coronary cusp (lcc) was 2 cm above the annulus. Subsequently, a second transcatheter valve was implanted valve-in-valve (viv). Per the physician, the patient¿s anatomy caused the valve to dislodge.

Event description:
It was reported that during the implant of a transcatheter valve, the valve was fully deployed at an implant depth of 4 millimeters (mm) on the non-coronary cusp (ncc) and 4 millimeters (mm) on the left coronary cusp (lcc). Following deployment, the valve dislodged above the annulus. After the valve dislodged, the implant depth on the non-coronary cusp (ncc) was 2 centimeters (cm) above the annulus and the implant depth on the left coronary cusp (lcc) was 2 cm above the annulus. Subsequently, a second transcatheter valve was implanted valve-in-valve (viv). Per the physician, the patient¿s anatomy caused the valve to dislodge. Additional information was received that the patient had a slight tapering to their left ventricular outflow tract (lvot), which could have been a possible anatomical explanation for the dislodgement. The deployment starting point was at the bottom of the pigtail catheter. A non-medtronic (safari) guidewire was used during the procedure.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.